Manufacturer narrative:
The results of the investigation concluded that the tip coil and the corewire had been fractured. The fractured tip coil and corewire were not returned. There was evidence of welding at the distal end of the jacket. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the guidewire damage is consistent with damage during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Manufacturer narrative:
(B)(4).

Event description:
The pressurewire x was used for an ffr measurement in d1. During stenting, the balloon came off of the wire after entering d1, so it was removed and a smaller balloon was used to position the stent. The pressurewire remained in place. The stent could not be entirely placed in d1, but it was fully expanded. The pressurewire was pulled back with some resistance, and when force was applied, the radiopaque portion of the tip broke. A device was used to retrieve the tip with no adverse consequences to the patient. A controlled injection was made to complete the procedure.